Event description:
(B)(6) it was reported the patient experienced "bad" spasms around 23:00. The health care provider (hcp) planned to set up flex dosing with a bolus around the time the spasms would begin. The patient was noted as "doing fine" otherwise. Approximately 1 week later the hcp reported the patient fell while at home, and as a result was experiencing increased spasticity. There were no pump alarms noted and the reservoir volume was 15ml. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: catheter: model # 8709sc, serial # (B)(4), implanted on: (B)(6) 2012, explanted on: unknown. 8590-1 dacron pouch: lot # n295434, implanted on: (B)(6) 2012, explanted on: unknown. (B)(4).